Manufacturer narrative:
¿Review of the pump module error logs confirmed the software failure was present in the logs. A review of the complaint history record was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 800.8000 confirmed in logs. Based on the findings, service determined that the proximate cause of the reported issue was due to software issue of the software - error code 800.8000. A review of the device history record showed the device had a manufacture date of 09nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn(B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received error code 800.8000. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received error code 800.8000. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 800.8000 confirmed in logs. Reflashed device software as per procedure. Replaced broken handle. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 09nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to software issue of the software error code 800.8000. During servicing we identified os interrupt which constitutes a reportable malfunction. There was no patient involvement. Review of the pump module error logs confirmed the software failure was present in the logs. Reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received error code 800.8000. There was no patient involvement.

Event description:
It was reported that the device received error code 800.8000. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.